Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the right electrode and near the shoulder blade. The area was red and sore to the touch, burn like and scabbed. It was reported that there was a little blood. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a steroid cream by a physician. Patient reported that after a few applications of the cream, the irritation cleared up.